Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Product was not provided for investigation. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior physical visual inspection was performed and passed. Voltage was measured and passed. Pairing test with (B)(4) bluetooth device passed. Transmitter functional tester passed. Share log data was previously reviewed and confirmation of the complaint was confirmed because there were inaccuracies found between the continuous glucose monitor (cgm) and the blood glucose (bg) value. A probable cause could not be determined via device analysis.